Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the pump flow only increased to one liter per minute. The original impella device was removed and reinserted. As the issue persisted, fluoroscopy identified that the impella cannula was kinked. The original impella pump was removed and replaced with a new impella device. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the kink in the cannula was confirmed. The root cause of the low pump flow was determined to be a cannula kink. The root cause of the cannula kink was most likely delivery issues due to patient condition or improper technique. This report is being filed as part of a retrospective review of historical records.